Manufacturer narrative:
Device passed displacement test, self test, force sensor test, prime or seating test, basic occlusion test, occlusion test and rewind test. No unexpected bolus stopped alarm noted during testing. Hal software error detected and the main arm cannot communicate with the motor arm found in the pump history file due to software error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a delivery stopped alarm and also had multiple pump error alarm. The customer¿s blood glucose level was 70 mg/dl at the time of the incident. Customer reported they were able to rewind the pump. The insulin pump will be returned for analysis.